Event description:
A site representative, operating room rn, reported that, while in a cranial turmor resection the navigation system was showing the surgeon as navigating in space when the surgeon was touching anatomy. The surgeon deemed being accurate through registration and when going sterile. It was also stated that the reference frame only attached in one orientation and the vertek arm had not moved since going sterile. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as 12/09/2013. Software investigation completed. Conclusion is that the frame to patient relationship changed which made the registration invalid as the site believes that the vertek arm may have moved after registration. Software is functioning as designed.